Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 58, 176 mg/dl. Tests were done within 10 minutes with a difference of 89%. Customer using same finger for tests and is not using check strips during testing process. Patient did not experience any adverse events. No further information has been reported.